Event description:
During ivtm therapy, the thermogard ivtm system (sn (B)(6)) was not cooling and shutting off. It is unknown if the customer use another thermogard console to continue with treatment. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The customer's reported complaint of "the thermogard ivtm system (sn (B)(6)) was shutting off" was confirmed during the functional testing. The root cause of the power issue was due to one of two fuses was slipped out of contact terminal in the red fuse box. The out-of-position fuse cause an open circuit to the thermogard ivtm system, no power supply to power up the console. The secondary reported complaint of "the thermogard ivtm system was not cooling was not confirmed during functional testing. The thermogard ivtm system cooling was functioning properly and has successfully passed overnight burn-in test without any issue. During visual inspection, unrelated to the reported complaint, a missing cold well cap was observed on the thermogard console, likely attributed to an aging console. The thermogard ivtm system was manufactured in december 2016 and is more than 6 years old, reached its service life of 5 years. The cold well cap was replaced to address the observe issue. The event log review indicated no discrepancies. During initial functional testing failed due to the thermogard console was unable to power on, thus confirming the reported complaint. Zoll service personnel found one of two fuses was slipped out of contact terminal in the red fuse box. To remedy the power issue, the fuse was correctly positioned. Following service, the thermogard console passed all functional and electrical tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with serial number (B)(6) .